Manufacturer narrative:
The patient sample was returned for investigation. Reactive/positive results were obtained. The positive toto igg result is regarded as correctly positive. The patient was not harmed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6).

Manufacturer narrative:
The patient had negative toxo igg results on a vidas analyzer for the previous eight months.

Event description:
The customer received questionable igg antibodies to toxoplasma gondii (toxo igg) results on their e601 analyzer. The patient was being monitored monthly during her pregnancy for toxo igg using a vidas analyzer with negative results, <8 iu/ml. Prior to delivery, the patient's toxo igg results were 88 iu/ml and 86 iu/ml on the e601 analyzer. The patient's sample was sent to another laboratory for repeat testing as the patient had been testing negative for toxo igg. The sample was reported as negative using a vidas analyzer. The customer considers the results from the e601 to be false positive results. There were no allegations of adverse affects to the patient as a result of this event. The toxo igg reagent lot number was 161442 and the expiration date was 12/30/2011. No root cause has been determined. The investigation is ongoing.